Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one image showing a damaged guide wire. Visual analysis revealed that the guide wire was kinked. The blue advancer tubing and cap were note pictured or attached to the assembly. The customer also returned one lidstock for analysis. The guide wire assembly was not returned. Visual analysis could not be performed on the guide wire as it was not returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The report of a kinked guide wire was confirmed through analysis of the customer supplied photo. Visual analysis revealed that the guide wire was kinked; however, a complete visual/dimensional/functional analysis could not be performed as the device was not returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device returned for analysis, the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the clinician opened a cvc kit in preparation for placement in patient, and the guidewire came out of the package kinked. No patient involvement with the device was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the clinician opened a cvc kit in preparation for placement in patient, and the guidewire came out of the package kinked. No patient involvement with the device was reported.